Event description:
It was reported to ge that a patient received a minor burn during an MRI scan where the surface coil cable touched the patient. There was warnings in the user documentation regarding the routing of surface coil cables.